Event description:
It was reported that the user experienced persistent hyperglycemia at 266 mg/dl while insulin delivery was displayed as occurring on the ilet, and troubleshooting identified a leaking cartridge with insulin odor while using a contact detach infusion set; education and a supply change were completed, and a subsequent check confirmed a downward blood glucose trend to 216 mg/dl. Symptoms included sleepiness associated with high blood glucose. Outcomes included no hospitalization and resolution of glycemic trend after intervention. Investigation included customer support review, guided troubleshooting, and confirmation of cartridge leak with site change. Investigation of this case revealed a cartridge leak resulting in reduced insulin delivery effectiveness, consistent with a device component issue at the cartridge level and infusion setup. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion/cartridge integrity failure leading to hyperglycemia.